Manufacturer narrative:
Items returned: - n/a visual analysis: a visual inspection of the device captured in this file could not be performed as a physical device was not returned for evaluation. Investigation findings: without the return and physical evaluation of the device, the investigation cannot definitively determine if a condition existed that would have caused or contributed to the reported event. Based on a review of the device¿s risk documentation, the reported event did not indicate there were any potential or new manufacturing, design, quality, or other systemic issues, or non-conformances. The complaint code is monitored through the trending process; corrective action is determined, as needed, through this process. Investigations of historic complaint files with similar complaint category coding are recorded in the complaint handling system; without the ability to perform and analysis of the device, this investigation cannot identify with certainty any potential root causes. Batch review: a search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. Complaint system review: listed below are the complaints from the last 2 years recorded in the complaint handling system with this batch number at the time of this investigation: (B)(4). Based on a review of the last 2 years of complaint data, and at the time of this investigation, no systemic issues have been identified for this batch number that would have caused or contributed to the reported event. IFU review (additional information can be found in the IFU): potential complications below is a list of the probable adverse effects (e.g., complications) associated with the use of the neurovascular flow diverters. Allergic reaction, including but not limited to: contrast dye, nitinol metal, and any other medications used during the procedure blindness complications of arterial puncture including pain, local bleeding, or injury to the artery, or adjacent nerves cranial neuropathy death device fracture, migration or misplacement dissection or perforation of the parent artery headache hemorrhage (i.e., intracranial hemorrhage (ich), subarachnoid hemorrhage (sah), retroperitoneal (or in other locations)) infection mass effect neurological deficits reactions to anti-platelet/anti-coagulant agents reactions due to radiation exposure (i.e., alopecia, burns ranging in severity from skin reddening to ulcers, cataracts, delayed neoplasia) reactions to anesthesia and related procedures reactions to contrast agents including allergic reactions and kidney failure rupture of the aneurysm stenosis of stented segment seizure stent thrombosis stroke or tia (transient ischemic attack) thromboembolic event vasospasm visual impairment warnings should unusual resistance be felt at any time during access or removal, the introducer/guide catheter/microcatheter and fred system should be removed as a single unit. Applying excessive force during delivery or retrieval of the fred system can potentially result in loss or damage to the device and delivery components. The fred 27-system should only be delivered through a headway® 27 microcatheter and the fred 21-system should only be delivered through a headway® 21 microcatheter. If repeated friction is encountered during fred system delivery, verify microcatheter is not kinked or in extremely tortuous anatomy. Confirm that the microcatheter does not ovalize. Confirm that there is adequate sterile heparinized flush solution. Do not reposition the fred system in the parent vessel without fully retrieving the device. The fred system must be retrieved/resheathed into the microcatheter and re-deployed at the desired target location or removed completely from the patient. Cautions exercise caution when crossing the deployed/detached fred system with adjunctive devices such as guidewires, catheters, microcatheters or balloon catheters to avoid disrupting the device geometry and device placement. Directions for use 12. Advance the delivery wire to transfer the fred system from within the introducer into the microcatheter. Warning: do not torque the delivery wire while advancing or retracting the fred system. 13. Continue advancing the delivery wire into the microcatheter until the proximal tip of the delivery wire enters the introducer. Loosen the rhv locking ring, remove the introducer, and set it aside. Warning: do not apply undue force. If resistance is encountered at any point during delivery or manipulation, withdraw the unit and select a new fred system. 15. Position the fred system for deployment by aligning the fred system implant distal radiopaque end markers past the aneurysm neck allowing for adequate distal and proximal device landing zones as shown in the following figures for fred-27 system and fred-21 system. Note: a slow, proper push/pull technique, encompassing sufficient delivery wire push force, in addition to an opposing microcatheter withdrawal force, to remove excess microcatheter slack while maintaining the microcatheter tip within the center of the parent vessel, will facilitate properly deploying the fred system at the proper location, to achieve full expansion and good vessel apposition. Caution: using a rapid microcatheter withdrawal technique to deploy the fred system is not recommended and may result in device elongation or improper deployment. Be aware of delivery wire tip position during deployment. 16. If the fred system positioning is not satisfactory, the implant may be recaptured and repositioned if it is not fully deployed. The implant may be recaptured until the point where the distal-most wire marker, collocated distal to the implant proximal markers, is aligned approximately 50% of length proximal to the microcatheter distal marker band. Caution: if resistance is felt while recapturing the device, do not continue to recapture. Withdraw the microcatheter slightly to unsheathe the device (without exceeding the recapture limit), and then attempt to recapture again. Caution: the fred system must not be re-deployed more than three times. 17. If fred system positioning is satisfactory, carefully advance the delivery wire while retracting the microcatheter as needed to minimize slack, maintaining the microcatheter around the center of the parent vessel, to allow the implant to deploy across the neck of the aneurysm. Ensure the implant proximal radiopaque end markers are in the advised position (see step 15) proximal to the aneurysm neck for adequate coverage. Note: the fred system will expand and may foreshorten up to 61% from its undeployed length. Visually verify opening of the proximal end, ensuring that the microcatheter distal tip marker is pulled back, adequately away from the implant proximal end, to allow the proximal end to freely open. Push forward on the delivery wire to assist in maintaining access within the implant as needed. Note: visualize and refer to implant radiopaque end markers to maintain adequate implant length of on each side of the aneurysm neck/target location to ensure appropriate coverage. Warning: do not fully deploy the fred system if positioning in the parent vessel is not satisfactory. Warning: if applicable, observe fred system marker position during coiling procedure to ensure that the device does not migrate. 19. Carefully inspect the deployed fred implant under fluoroscopy to confirm that it is completely open and opposed to the vessel wall and not kinked. If the implant is not fully open and apposed or is kinked, consider utilizing a suitable micro guidewire and/or occlusion balloon catheter to fully open the implant. 20. Verify that the implant remains patent and properly positioned. Note: the jailed microcatheter should be carefully removed to avoid dislodging the fred implant. 21. Caution: carefully watch the fred implant distal and proximal markers when passing through the implanted device with other devices to avoid displacing the implant. Procedure/medical information review: medical review operative procedure note, p24-1981, frank turner, d.p.m a detailed medical review of operative procedure note data dated april 9, 2024, was performed on april 17, 2024. Data review indicate that during the performance of the procedure with index date april 9, 2024, the patient was treated for an ica supraclinoid blister aneurysm with a fred flow diverting stent 5x15/9mm device. On the same day as performance of the index procedure april 9, 2024, data review indicates that the flow diverter was deployed entirely before fully opening in the proximal 1/3 from the supraclinoid ica (immediately proximal to the carotid terminus) to the cavernous segment proximal to the origin of the ophthalmic artery. The physician reported that a control angiogram demonstrated that the mid portion of the stent had not opened fully, due to the vessel tortuosity. Attempted advancement of the stent delivery catheter into the stent over the lead-wire to be able to introduce a balloon or having the microcatheter apply gentle force on the inner side of the stent and help improve wall apposition was performed. Data review indicates that this caused the stent to foreshorten slightly and migrate slightly distally, with the distal flared (non-flow diverting) ends terminating at the carotid terminus and origin of right m1 mca, at an acceptable position. An additional angiogram was obtained, with the midportion of the stent appearing more narrow and less well opacified, with possible separation of the inner layer of the stent from the outer layer. The physician reported that deployment of a stent retriever was attempted which did not engage successfully with the stent construct and was removed. Another attempt using the 4 mm micro elite snare, was performed and was not successful. A headway 27 microcatheter was navigated to the proximal third of the stent construct using a synchro 14 microwire. This allowed for a 2-3 mm multi-snare micro to engage with the proximal end of the stent construct, which was then cinched by advancing the microcatheter. This was successful in snaring the entire construct which was then withdrawn as a unit with the intermediate catheter into the bmx 81 guide catheter. During withdrawal of the construct, this became detached within the bmx 81 catheter, therefore all of the catheters were removed together. A control angiogram was performed of the right internal carotid artery using a 5 fr angled tip glide catheter demonstrated no distal intracranial thromboembolic complications, although there was a degree of mild arteriovenous shunting in the right frontal region. A repeat magnified angiogram was performed in the working projections which demonstrated no significant change in the aneurysm. There was no evidence of a vessel dissection. The procedure was completed successfully using a pipeline vantage flow diverter. Based on the review of data and in my professional opinion, the physician reported, an iatrogenic stent foreshortening slightly occurred with slight migration distally occurred during the attempted advancement of the stent delivery catheter into the stent over the lead-wire to be able to introduce a balloon or having the microcatheter apply gentle force on the inner side of the stent and help improve wall apposition with associated encountered vessel tortuosity. Physician reported that CT scan performed on the evening of the procedure demonstrated some diffuse sah, not from the aneurysm, but more likely from the manipulation which occurred during the performance of the procedure. The stent device and vessel are reported as patent. The physician did not report an association of the event with the flow diverter stent device. A medical review of the provided operative procedure note data was performed. Based on the review of data, the physician reported, an iatrogenic stent foreshortening with slight migration distally occurred during the attempted advancement of the stent delivery catheter into the stent over the lead-wire to be able to introduce a balloon or having the microcatheter apply gentle force on the inner side of the stent and help improve wall apposition with associated encountered vessel tortuosity. Physician reported that CT scan performed on the evening of the procedure demonstrated some diffuse sah, not from the aneurysm, but more likely from the manipulation which occurred during the performance of the procedure. The stent device and vessel are reported as patent. The physician did not report an association of the event with the flow diverter stent device. Without the return and physical evaluation of the device, the investigation cannot definitively determine if a condition existed that would have caused or contributed to the reported event.

Event description:
It was reported that, there did not seem to be a defect with the product however, there was an adverse affect with the patient. Ica, supraclinoid blister aneurysm. Plan was to use fred flow diverter to cover. The flow diverter was deployed entirely before fully opening in the proximal 1/3. One proximal strut seemed get a little stuck in the microcatheter, and after some manipulation was freed. The stent migrated distally a small amount, and the idea was to use a balloon to plasty the stent open. In trying to cross the stent, it continued to migrate distally, and they were unable to get access for a balloon. It was decided that the stent should be retrieved using a snare, but with no success, only continuing to push the stent distally. A first stentriever was used to try to pull the stent out, with no luck. A second stentriever was used but only managed to create a mess of the distal end of the stent, which was now in the m1 segment. Trying to retrieve the stent resulted in a cardiac arrest in the patient for about 5 seconds. Anesthesia told us the pulse came back and there was no more pulling. A second snare was tried but no success. Another stentriever brought the construct closer, proximally to the sofia ex and bmx 81. A third snare was now used (much larger) and was able to fixate a distal portion of the construct. With even pressure the construct came toward the sofia ex and with the bmx raised as high as possible, the construct was pulled from the m1, through the ica and out of the vasculature. Photos show this was done with some remnants of the arteries intertwined with the damaged device. The patient was now stable and a second flow diverter was placed successfully and without issue. The patient woke up and seemed responsive to commands. The next day "the patient complains of headache and has mild left sided weakness (facial droop, little bit of arm drift). CT shows quite a bit of sah, but diffuse and it was not thought to be from the aneurysm but more likely from the manipulation. Stent and vessels patent. Aneurysm small. A repeat CT/cta will be performed soon." Additional information received from the op report indicated: the entire construct was then withdrawn as a unit with the intermediate catheter into the bmx 81 guide catheter. During withdrawal of the construct, this became detached within the bmx 81 catheter, therefore all of the catheters were removed together. Following this, a control angiogram was performed of the right internal carotid artery using a 5 fr angled tip glide cath. This demonstrated no distal intracranial thromboembolic complications, although there was a degree of mild arteriovenous shunting in the right frontal region. A repeat magnified angiogram was performed in the working projections which demonstrated no significant change in the aneurysm. There was no evidence of a vessel dissection. After discussion among the interventional team, it was decided to proceed with placement of a different flow diverter stent. For this procedure, it was planned to deploy a pipeline vantage. The angled glide cath was then exchanged over a terumo advantage exchange length wire for a new bmx 81 95 cm, and 5 fr berenstein catheter. The berenstein catheter was removed and exchanged for a 5 fr 115 cm sofia ex intermediate catheter. A phenom 27 microcatheter was then navigated to the distal right m1 mca using a synchro 14 microwire. Following this, a pipeline vantage 4.5 x 12 mm flow diverter was successfully deployed from the terminal right ica (proximal to the origin of the anterior choroidal artery) to the cavernous ica (anterior genu region proximal to the origin of the ophthalmic artery). There was good wall apposition with a slight overhang of the stent at the carotid siphon. A control angiogram demonstrated a mild degree of flow stasis within the aneurysm. No further manipulation of the stent was attempted. A final whole head intracranial angiogram was performed which demonstrated no distal intracranial thromboembolic complications with mild vasospasm of the distal right m1 mca. Hemostasis of the right wrist was obtained using a terumo tr band. The patient was extubated and transferred to pacu. Subsequently, he developed a mild left pronator drift and facial droop and underwent a repeat CT/cta which demonstrated moderate subarachnoid hemorrhage centered in the basal cisterns with a possible right parietal infarct. Impression: 1. Technically successful deployment of a pipeline vantage flow diverting stent for a supraclinoid right ica blister aneurysm. 2. This was preceded by deployment of a fred flow diverting stent in the right ica, which had to be removed due to technical reasons including stent migration and intraluminal thrombus formation. Removal of the stent was technically challenging with disconnection of a stent retriever from its delivery wire during traction on the construct, but was successful. 3. Final angiograms did not demonstrate vascular complications other than mild distal m1 mca vasospasm.